Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation as it remains implanted. Reported complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the manufacturing record review and labeling review, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lenses remain implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient had intraocular lenses, model pcb00 (20.0 / 20.5 diopter) implanted in both eyes on (B)(6) 2015. Patient is complaining about severe halos in both eyes that strongly impact his ability to drive at night. He did not experience a significant relief in symptoms. In addition, the patient is suffering from dry eye symptoms since surgery. Additionally, it was reported that the patient was prescribed glasses for distance ((B)(6) 2016). R: +0,25 / - 1,25 / 77 visus 1,1. L: plan / 10 75 / 118 visus 1,0. The glasses were given to the patient on (B)(6) 2016. On (B)(6) 2016, the patient reported that visual acuity by day had become better, but the disturbing light scatterings at night had not improved. Possibly corneal irregularities are responsible for the disturbing effects. If needed, the surgeon could also do a contact lens test, which hasn't been done to date. No further information provided. Since both eyes were affected, there will be separate MDR's filed for each eye. This is for sn (B)(4), 20.0 diopter lens.